Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (charger resets) was confirmed. As received, the charger was resetting. Upon investigation, the q1 transistor was internally shorted. The cause of the inability to charge a battery pack is the shorted transistor. The root cause of the shorted component could not be positively identified. No adverse event resulted from the defective charger/ modem.

Event description:
A us distributor contacted zoll to report that charger/modem sn (B)(4) was resetting.